Manufacturer narrative:
H3: product ID 97702 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt fell sometime in november of 2022 and has since then not been getting relief and has also been experiencing an intermittent burning sensation near the implant site. Caller met with pt today for further troubleshooting and after running an impedance check, found that electrodes 10 <(>&<)> 3 are out but stated that those electrodes are not programmed. Caller stated that they are unsure if the leads migrated because they do not have imaging to compare a more recent x-ray to. Technical services (tss) recommended obtaining imaging of the complete system to identify any possible fractures or other issues. Tss also recommended possibly obtaining any imaging prior to the fall to compare recent imaging to. Caller stated they will continue to work with pt's doctor regarding the matter. The issue was not resolved through trouble shooting. Additional information received from the manufacturer representative reported that images were taken to see if there was any migration or damage to the leads. After review with the doctor there did not appear to be any damage or migration. The doctor suggested to the patient that the system should be replaced and the patient agreed as they want to return to using the therapy. The issue remains and the short term solution is the patient turns the system off, waits an hour and then turns it back on.